Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Got hurt on face [face injury]. Brush came out when using it - oral-b [device breakage]. Area attaching with the brush is loose, got hurt on face when the brush came out - oral-b [injury associated with device]. The area attaching with the brush is loose - oral-b [device connection issue]. Case description: report source: spontaneous. A consumer of unspecified age and gender reported via e-mail on (B)(6) 2018 that he/she got an oral-b rechargeable toothbrush 7000 a year ago, and recently the area attaching with the oral-b brushhead, version unknown was loose, the brush came out several times when being used, and he/she got hurt on the face when the brush came out. The consumer reported using the original brush since the first day, and the brush had never been dropped. The case outcome was unknown. Relevant history: none reported. No further information was provided.